Event description:
A malfunction was reported on the customer¿s pump, which displayed a malfunction code, malf 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and provided the customer with a pump that has updated software. The customer was instructed to use multiple daily injections as a backup therapy and was advised on how to put the original pump into storage mode for return. The customer agreed to return the faulty pump to tandem within ten days using a pre-paid label to avoid additional charges and confirmed the shipping instructions for the new pump, along with steps to program and connect their continuous glucose monitor to the replacement.